Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient later reported that she still had concerns regarding her device or therapy but was working with her doctor or company re presentative. The patient¿s device was not controlling the pain in her leg. The patient tried the new programs that were set up but she thought it was worse.

Event description:
The device was giving the patient stimulation in other areas she did not want stimulation in. The patient could not remember the date and thought the cause may have been due to yoga. The patient went in to her health care provider (hcp) on (B)(6) for reprogramming. The stimulation was better but they were working on tweaking it a little bit and it was taking some time. An information request was made regarding recharging. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was not getting the coverage where the patient needed stimulation. It was noted that the patient thought she had been reprogrammed three times where they helped her out. It was noted that the patient had ¿final got it where she could live with whatever issues she had, it took a while, so she didn¿t want to lose that program she had in her old one.¿ since implant, they kept ¿tweaking it¿ and the last time finally they ¿nailed it¿ and got it.